Event description:
Pt undergoing coronary artery bypass on heart/lung bypass. Reservoir bag developed a leak or separation. Dr had to rush thru procedure, fearing opening might increase, larger quantities of blood be lost, and increased potential for infection.